Event description:
It was reported that the patient underwent surgery on (B)(6) 2008 and a sling and avaulta solo were implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat stress urinary incontinence and a grade ii cystocele. The patient underwent the concurrent procedures of anterior repair and implantation of bard vault solo mesh during mesh implantation. The patient experienced pain, erosion, extrusion, infection, urinary problems, bowel problems, organ perforation, recurrence, bleeding, dyspareunia, and vaginal scarring after mesh implantation. The patient underwent multiple partial removals/revisions on (B)(6) 2008, (B)(6) 2009, and (B)(6) 2011 due to mesh erosion. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.